Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One used 8fr angio-seal vip device was received for product analysis. Visual inspection revealed that the hemostasis sheath was properly mated with the deployment sleeve. The deployment sleeve was in the full rear lock position with the color bands fully exposed. The collagen could be found torn at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. Under microscopy, the anchor could not be observed and the collagen could be seen over tamped. IFU states: c. Seal the puncture: "once the anchor has been deployed correctly and the device cap has been locked into the rear position, slowly and carefully withdraw the device/ sheath assembly along the angle of the puncture tract position the anchor against the vessel wall". Note: "once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that excessive pulling force was applied during the deployment. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor used the involved angio-seal device to achieve hemostasis after a percutaneous coronary intervention (pci) surgery. However, when he withdrew the angio-seal device, the doctor did not feel any resistance to the vessel wall and both collagen and suture were pulled out with angio-seal device. The anchor was not found; it was not tied with the suture, it had disappeared. The doctor inspected the vessel, and found that it was not obstructed. He was not sure if there was no anchor in the device. The doctor applied manual pressure to the puncture site to successfully complete the surgery. Blood loss was less than 250cc. The patient was in stable condition. Additional information was received on march 20, 2019. A 7fr sheath used. A pre-deployment angiogram was performed. The collagen was pulled out with angio-seal device, and the anchor was not tied to the suture, and the anchor was not found during the operation. The doctor was not sure if there was an anchor in the device before the surgery; when he withdrew the angio-seal device, the anchor was not found. The doctor checked the vessel by performing angiography and a vascular ultrasound and he confirmed that the vessel was not obstructed. The anchor was not found.